Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels decreased to 22 mg/dl while wearing the pod for longer than 48 hours. The patient reports they had lost consciousness. The patient was taken by ambulance to the hospital emergency room. Once at the emergency room the patient was treated with intravenous fluids as well as dextrose and orange juice. The patient was at the hospital emergency room for 3.5 hours.